Manufacturer narrative:
The reported event was confirmed. During the visual inspection, the diagnostic engineer confirmed a red solid substance visible near the indexing button of the sag head. Based on the functional inspection, the substance is a pre-applied loctite threadlocker. The device was repaired and returned to stryker stock.

Event description:
It was reported that the system 7 sagittal saw was leaking an unknown fluid following cleaning. This resulted in a 1 hour delay to a surgical procedure. There was no medical treatment or intervention required as a result of this event and no adverse consequences associated with the device.

Manufacturer narrative:
The device is not being returned for evaluation at this time. If additional information becomes available and the device is returned a follow up report will be submitted. The device is not being returned for evaluation at this time. If additional information becomes available and the device is returned a follow up report will be submitted.

Event description:
It was reported that the system 7 sagittal saw was leaking an unknown fluid following cleaning. This resulted in a 1 hour delay to a surgical procedure. There was no medical treatment or intervention required as a result of this event and no adverse consequences associated with the device.